Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This occurred during set up of peritoneal dialysis therapy. The patient was not connected. It was further reported that the leak was ¿coming out the door¿. Continuous ambulatory peritoneal dialysis was discussed with the home patient. There was no patient injury or medical intervention associated with this event. No additional information is available.